Manufacturer narrative:
Biomed reported that pump #2 on their table will not operate; the pump does not turn on. Hydraulic pump #2 affects the up-down-sideways movement of the table. Biomed checked the input voltages to the power panel board and ordered a new one. The biomed stated that replacing the power panel board corrected the issue. The table is now functioning properly. The board will not be returned to covidien for failure investigation.

Event description:
On 08/28: operating room director reports the table stopped movement during a pt procedure. Hydraulic pump affects the up-down-sideways movement of the table. No pt injury.